Event description:
The handpiece was set aside because it was making squealing noises and getting error code 3 during the unknown case. The rep did not have details on what was done or the procedure but reported he would have been notified of any patient consequence.